Event description:
Left-side potential alcl.

Manufacturer narrative:
Sientra complaint: (B)(4). Submitting request to void this report per update, this side is not the affected side and remains implanted. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.